Event description:
It was reported on an unknown date a surgeon was having trouble measuring for locking screws while utilizing the locking bolt measuring device for trochanteric fixation nails. The measurements are often incorrect and discovered after a screw has been inserted and needs to be removed and replaced with different length screw. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.